Event description:
It was reported that after patient use and during a balloon operation inspection the cardiosave intra-aortic balloon pump (iabp) had abnormal noise. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d1, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional information: event site postal code: 4620063. A getinge field service engineer (fse) evaluated the received report that an unusual noise was being made during the balloon operation inspection during post-patient inspection. Fse confirmed that an abnormal noise occurred during the operation confirmation test when the demo balloon was connected. It was determined that the cause was the scroll compressor, and the compressor was replaced. Operation check performed based on inspection record sheet, good condition. The failure analysis and testing dept. Received with a reported unit failure of an abnormal noise during operation. The fat performed a visual inspection and found the part to be in good condition. The fat installed the compressor in cardiosave test and tested the part to factory specifications per the cardiosave service manual. Confirmed there was an abnormal noise during operation. No root cause defined. Retaining the part in the failure analysis and testing department. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after patient use and during a balloon operation inspection the cardiosave intra-aortic balloon pump (iabp) had abnormal noise. There was no patient harm reported.